Event description:
Customer reportedly received results of 70 mg/dl and 120 mg/dl within a 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.